Manufacturer narrative:
Section d4, catalog number: unknown due to the serial number was not provided. Section d4, serial number: unknown/no information section d4, expiration date: unknown as the serial number was not provided. Section d4, unique identifier (UDI) number: a partial UDI was provided as the serial number is not available. Section d6b if explant; give date: not applicable as the iol was not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4, device manufacture date: unknown as the serial number was not provided. Attempts have been made to obtain the missing information. However, it was not provided.

Event description:
It was reported that the preloaded johnson and johnson (jnj) product had a sharp, jagged shard of plastic that emerged along with the lens and entered the patient¿s left eye. The foreign material was removed. The lubricant used was reported as ¿viscoelastic¿. The surgery was completed with the same iol as the doctor was able to get the piece out. Reportedly, the foreign material had been inside the product package prior to use. There were no complications such as a capsule tear, vitrectomy, sutures or medication outside the standard of care. No further information was provided.

Manufacturer narrative:
Device evaluation: the suspect product was not received. The customer provided photo was evaluated. The photo displays an eye implanted with the suspected complaint product and foreign material was observed to be implanted. The photo was reviewed with manufacturing subject matter experts (sme). Based on the evaluation of the photo, it can be concluded that there is not enough evidence to determine where the foreign matter came from or what material the foreign material is. Therefore, since there is no product returned, no further evaluation could be possible to determine if the foreign matter came from the complaint device. No further evaluation was performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.